Event description:
It was reported that the pump touch screen had colored lines all over. There was no adverse impact to customer¿s blood glucose level. The customer reverted to an alternate method insulin therapy.